Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r. (B)(4). The events of lymphoma alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: swelling and suspicion of rupture.

Event description:
Regulatory agency reported right side white, "milky fluid" surrounding capsule and diagnosis of bia alcl, with confirmed markers cd30+ and alk-. Diagnosis of stage 1a alcl was made 22 years following implant when patient "spontaneously" developed swelling. Ultrasound initially showed signs of rupture but device was intact upon explant. A subsequent surgery "with removal of connective tissue capsule" (capsulectomy) was performed. A 3 year monitoring period is planned with an annual CT scan. Patient's CT scan results and bone marrow biopsy have proved normal thus far.